Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that thrombosis occurred. A 5mm x 15cm interlock was selected for use. During the procedure, the device was unable to pass through the microcatheter and took time to deliver. This resulted in a thrombosis. The procedure was completed with another of the same device. No further patient complications were reported.